Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump. The magnetic resonance imaging (MRI) technician stated the patient told them their pump "was not working," and it "doesn't work anymore." The MRI technician had no further information. No symptoms were reported. The MRI was not related to the patient's infusion device or therapy.